Manufacturer narrative:
(B)(4). The event occurred on an unspecified date in (B)(6) 2017. The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an effluent sample bag leaked. There was no patient involved. No additional information is available.

Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye, and a hole was noted in the main seal of the bag. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing, and there was a leak through the hole. The reported condition of leak was verified. The cause of the reported leak occurrence was determined to be a hole in the main seal of the bag. The cause of the hole was determined to be a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.